Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance of 2,019 ohms. The rise in impedance was noted to be gradual since implant. It was advised to increase the rv daily measurement (dm) to 3,000 ohms. This device remains in service and no adverse patient effects were reported.